Event description:
The patient's system was explanted due to loss of bladder control. The patient is reportedly doing well after explant.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.